Manufacturer narrative:
Correction, the date of explantation is (B)(6) 2015, not october 2015, as previously reported, the patient was reimplanted with a new device during the same surgery. This report filed march 3rd, 2016.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, july 14, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted in (B)(6) 2015, specific date not reported. It is unknown if the patient was re-implanted with a new device, as of the date of this report. This report is filed november 12th, 2015. Device not received by manufacturer.